Event description:
It was reported that the video system center the airflow turned on and off without a manual command during the operation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported video system center the airflow turning on and off without a manual command during the operation issue was not confirmed and a root cause of the event cannot be determined, as the issue could not be reproduced/no problem found. Olympus will continue to monitor field performance for this device.